Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had and intermittent failure that was not detected during testing. Motor position encoder error was not unverified in the alarm history due to history file overwritten. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with three motor errors. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. However, a motor position encoder error was reported. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.